Manufacturer narrative:
(B)(4). Although requested on multiple occasions, the device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Received a copy of the hosp's medwatch report. The customer reported that the mucomyst primary infusion should have lasted 16 hrs. Rate was 62.5 ml/hr for a total volume of 1045 mls and should have been completed by 0200, but took until 0407 to complete. Customer does not recall any alarms occurring that would have interrupted the infusion. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info could be provided.